Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. Power error and power loss alarms due to connector resistance printed circuit board. No low battery alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call power error. The customer¿s blood glucose was 158 mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The customer stated that the internal power source in the pump is unable to charge. Customer has previously called to report power error detected. The customer was advised and explained the troubleshooting. Customer reported after completing troubleshoot and allowing the 10 minute pump rest she later that afternoon got another power error detected and could not keep up with multiple power errors so she discontinued use of the pump and reverted to a backup plan on injections. Customer will replace the insulin pump repeat unexpected power loss with replace battery alarm and also for power error detected troubleshoot being unable to resolve the issue. Customer got another error detected three hours after completing. The insulin pump will be returned for analysis.